Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv stabilizer system steel cable disintegrated and broke. They states that they went one click past. It was feeling loose when it should be tight, vice-versa. It reached the failure after tightening. The safety crimp was not-perpendicular to cable. There was not a struggle/difficulty to turn the knob. There were no visual abnormalities with any of the parts in the assembly.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, b-5, d-4 - lot #/exp. Date, g-4, g-7, h-2, h-4, h-6, h-10, h-11. Corrected section: changed d-4 - catalog # from "om-9000s" to "c-om-9100s"; d-4 - UDI # from "(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv stabilizer system steel cable disintegrated and broke.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/27/2023. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed all over the device. The cable was observed to be detached from the device. The metal cable was observed to be shredded. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000250757 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat suv stabilizer system steel cable disintegrated and broke. They states that they went one click past. It was feeling loose when it should be tight, vice-versa. It reached the failure after tightening. The safety crimp was not perpendicular to cable. There was not a struggle/difficulty to turn the knob. There were no visual abnormalities with any of the parts in the assembly. Customer did not attribute any patient effects due to this issue.